Event description:
Physician was cauterizing trachea area to treat unstoppable bleeding. Patient was intubated at time with 100% oxygen on ventilator as patient had severe respiratory distress, was unable to wean off oxygen for any period of time without desaturating. On two separate occasions the bovie flared up through the tracheostomy causing burns in the respiratory tract. Patient expired the next day, unrelated to this incident.